Event description:
Head nurse reports one incident of blood leakage today during reuse number 2, at the onset of instrument with the ca-hp 210 dialyzer. The leak was noted by an audible blood leak alarm and confirmed by both a hemastix test strip and visually. Blood loss of 150-200cc was not returned to pt. Treatment was discontinued and resumed with new disposables and completed without further incident. Customer reported that there was no pt injury or medical intervention associated with this incident.